Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump site incision was not closing/healing.  Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable.  A pump pocket revision and re-closure was planned to occur on (B)(6) 2021.

Manufacturer narrative:
H6 correction: the patient code e0903 was previously applied in error and was replaced with e1707. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pocket revision / re-closure was performed on (B)(6) 2021 as planned. The pocket was revised and a tryx pouch was used. As far as the company representative was informed the incision site not closing / healing had been resolved. The cause of the mesh pouch having been encapsulated in the pocket was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 8590-1, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported a pocket revision was done today because the patient's incision from a normal pump replacement on (B)(6) 2020 still hadn't closed completely. The hcp was concerned about infection, so he opened up the pocket today and did not observe any discoloration or discharge coming from the pocket site. The hcp set cultures to the lab to test if there was an infection, but was he was feeling around he noticed that the patient's (B)(6) pouch was encapsulated within the pocket and was possibly the source of the pocket incision site not closing. The hcp did not notice this at the pump replacement on (B)(6) 2020. The rep states it took the hcp "a while" to remove the mesh pouch because it had become so granular within the tissue. The hcp then irrigated the pocket with betadine decided to replace the pump because he was concerned about sterility. The patient will continued to be monitored in the hospital by the infectious disease group while her cultures are under analysis. The hcp did not want to send the pump back for analysis because he did not have any device or therapy concerns.